Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and seroma-late was reviewed on december 17, 2021. Visual analysis of the photographs identified: opening on radius extended. Red particles. Encapsulation. Labeled as right side. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported via online submission, right side rupture. Device explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, h6.

Event description:
Healthcare professional reported "there was significant intracapsular seroma on the right."